Event description:
It was reported that during pulse field ablation (pfa) procedure a faradrive steerable sheath (clear) was selected for use, during premap through the faradrive, the physician experienced a leaky valve when using the octaray. When exchanging for the farawave to ablate, the physician aspirated the faradrive sheath and experienced air getting sucked in from the valve. Replaced the faradrive, completed the case successfully. No patient complications were reported. Device expected to be returned